Event description:
Interruption in therapy related to 3-way stopcock leakage reported: pt was receiving multiple drug therapy (dobutamine, levophed, epinephrine, morphine, d5w) at various rates infusing into a cordis access line. It was reported one or more stopcocks are routinely assembled in line with one end connecting to the maintenance IV solution (d5w) and the opposite end to the pt's catheter. The side ports provide multiple drug access. It was reported that since the stopcocks need to be open in all directions, the clinicians routinely turn the 3-way stopcock handle past the stop to allow the unit to function as a 4-way. The customer contact states "this does not usually result in any functional problems". It was reported that on the day of the event, the apparatus had to be replaced multiple (unspecified) times for leakage. According to the customer contact, "at approximately 21:00, therapy was interrupted for a significant time frame (unspecified) when the apparatus immediately leaked upon resumption of the infusion and had to be replaced "one right after another". The pt's systolic blood pressure decreased to between 40 and 50. During the interruption, the physician was administering ivp epinephrine to improve the pt's medical status. The multiple infusion therapy was eventually resumed with an intact apparatus. It was reported that after the event, the pt's medical status did improve only to a limited extent related to the pt's poor medical status and prognosis. Though requested, there was no add'l info available.